Manufacturer narrative:
(B)(4). Batch # rcccgts0. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned applicator. The analysis found that one ech60r applicator with a buttress was returned inside the applicator tray. There was no apparent damage to the applicator and all clamp arms were received in the fully engaged position. The proximal end of the buttress was pulled out from under the proximal clamp arms fingers but otherwise, no apparent damage was noted. The clamp arm assembly was manually disengaged and tested for functionality and was found to be conforming. One possible cause for the proximal end being misaligned on the applicator is failure to keep the endocutter jaws clear of the buttresses while inserting them onto the applicator. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in this bariatric case, while loading the buttress it was kind of wavy rather then just being flat. No patient harm.